Event description:
I talked to PICC nurse this morning. They actually had one of these "non-sealed" piccs in their office to show me.

Manufacturer narrative:
Conclusion: the complaint investigation has been confirmed. The evaluation of the returned sample showed the poly to poly seal was incomplete (open). The sample showed evidence of being sealed, however, the seal was weak and the materials were not fused together as they should have been. The cause of the complaint appears to be an equipment failure. Corrective and preventive measures are currently underway; the equipment repairs were performed - resulting in adequate seals, retaining has been performed and a 100% inspection of seals is being conducted. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased, but the severity of this event is not greater than usual.